Event description:
Implant date: 2006. It was reported that two screws in an l5-s1 construct fractured approximately 3 months post-op. Both screws were fractured just below the saddle. There was no evidence of any loosening of the locking mechanism. Approximately 4 months post-op, revision surgery was performed to remove and replace failed instrumentation with larger diameter screws.

Manufacturer narrative:
Device has been explanted and returned for product analysis. A visual examination performed by a product engineer revealed that two screws were supplied where the bone screw had fractured at the neck. Parts appear to have been made to specifications. Posterior only fixation at l5-s1. Unable to determine the cause of the event.